Event description:
Poly wear was found while patient was being revised to address loosening of the liner that occurred when patient had a stroke and fell down. Visual examination of the product indicated that the patient had disassociated.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. Poly material wear was not identified. Device and records evaluation did not identify or verify product error with regard to the reported event. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated, however, testing is ongoing to further investigate possible causes of the disassociation and to determine if future action is appropriate.